Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device had a cut in hose, failed safety assessment (runs in the load position) and had low rpm (71,540 should at least 75,000). During repair it was observed that the locking components were damaged. It was determined that this condition allowed the device to run in the load position. The assignable root cause of this condition was determined to be due to user error. It was further observed that the vanes were wornout causing the low rpm. The assignable root cause of this condition was determined to be wear from normal use and servicing over time. The condition of the hole in the hose was determined to be caused by a manufacturing fixture, damage in zone 1 by the muffler. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery set up it was observed that the motor device had a cut in the hose. During in-house engineering evaluation it was found that the device failed safety assessment (runs in the load position), had low rotations per minute (rpm), and the locking components were damaged. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.